Manufacturer narrative:
Unit alarmed failed battery test during battery insertion due to faulty battery tube. Unable to test for motor error alarm and battery out liimt alarm due to failed battery test alarm. Motor passed motor test. Unit had a scratched display window, cracked case at display window corner (all corners), cracked battery tube threads and a missing end capsticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was performed. The device was returned for analysis.